Event description:
It was reported that the customer has some leaky reservoirs, but they were not part of the recall reservoir lot. The blood glucose reading was 371mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.